Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power twice to clear the alarms. The hp stated that she left the unused final line clamp open. The hp stated they would just end therapy for the night. The tsr advised the hp to speak with their nurse in the next 24 hours to let them know what happened. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 was confirmed. The root cause was identified to be use error by leaving the clamp open on the supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.